Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Device evaluated by MFR: a device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported when using the bd vacutainer® sst¿ blood collection tubes foreign matter was found inside the shield. The following information was provided by the initial reporter. The customer stated: ¿when the package was opened, foreign matter was found on the tube shield.¿

Manufacturer narrative:
H.6: investigation summary: material #: 367986. Lot/batch #: 2046739. Bd had not received samples, but four (4) photos were provided for investigation. The photos were reviewed and the indicated failure mode for foreign matter (fm) was observed. Black and red colored fm was visible inside the tube. Additionally, thirty (30) retention samples from bd inventory were evaluated by visual examination and the issue of fm was not observed. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint has been confirmed for the indicated failure mode of fm. Bd was not able to identify a root cause for the indicated failure mode.

Event description:
It was reported when using the bd vacutainer® sst¿ blood collection tubes foreign matter was found inside the shield. The following information was provided by the initial reporter. The customer stated: ¿when the package was opened, foreign matter was found on the tube shield.¿